Event description:
The account alleged that the bed is not sending a nurse call signal when the pt positioning monitor alarms at the bed.

Manufacturer narrative:
After replacing multiple components on the bed, the account found the entertainment power cable was damaged and replaced the cable to repair the bed.